Event description:
It was reported to philips the device's wireless footswitch connection failed, which prevented cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed as planned by using wired footswitch. The philips field service engineer (fse) inspect the system onsite and identified that the status of the wi-fi indicator was solid red, and the status of the battery indicator was green, and it was confirmed that the issue with wireless connection. Upon troubleshooting actions, fse identified that the footswitch was not working, and it was connected to the charging cable, after connecting to the charging cable the footswitch was worked again. The defective wireless footswitch was returned for analysis, and it was concluded that the green led of battery and one pedal was defective and footswitch cannot connect to any base station. Fse replaced the wireless footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.